Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) out of the box the cardiosave intra-aortic balloon pump (iabp) safety disk would not pass membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and said that new safety disk would not pass membrane leak test during routine pm. A second safety disk was installed and passed all tests, with a full pm completed with test measurements. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of 7mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the nrc per procedure. Further investigation may be required by sustaining engineering.

Event description:
N/a